Event description:
Plaintiff alleges that as a result of exposure to latex-containing gloves, plaintiff has suffered physical injury and damage, including, but not limited to, severe and irreversible type-I latex allergy which is believed to be permanent and life-threatening. In addition, plaintiff alleges pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's spouse alleges loss of consortium.